Event description:
Patient has a single ventricle with a fenestrated fontan procedure. A wire was used to cross the fenestration (right to left) and was then exchanged for an exchange length 0.035 wire. To enable the delivery catheter of the closure device to pass through the tight fenestration, the wire was to be held taught on the left side of the heart with a gooseneck snare. The snare catheter was positioned in the aorta, and the snare move freely out the end of the catheter to capture the wire. A large pull force was placed on the wire and snare to assist the crossing of the closure delivery catheter. During this process, it was noted that the radiopaque tip was no longer at the distal end. The snare and catheter were removed and then x-rayed to locate the radiopaque tip. It was seen about 30cm back from the tip, inside the catheter. All parts were retrieved. No patient injury has been reported.